Event description:
The account's maintenance stated when he plugged the bed in, it raised up unintentionally. If he presses the bed down, it will attempt to lower but then goes right back up.

Manufacturer narrative:
The account has not completed repairs.